Event description:
The customer reported that three samples of blood group a were incorrectly typed for abo blood group when tested with erytype s abd+ rev. A1,b on tango optimo. All three samples showed buttons in the negative reactions of reverse grouping with erytypecell a1 which were interpreted by tango optimo as positive. The customer has neither returned the patient samples that had caused false positive test results nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of erytype s abd+rev. A1, b with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive or negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.